Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for evaluation with the separated tip fragment. Multiple circumferential cracks were observed on the tip polymer proximal to the torn end, which are traces of ductile tearing. Traces of ductile tearing were also observed on the inner jacket of the torn end. Microscopic observation of the tip fragment found compression marks on the surface and multiple circumferential cracks caused by tensile stress. Investigation of the returned microcatheter suggested that the tip segment, which was originally 5 mm in length, had torn off at approximately 2 mm from the distal end of the tip, specifically at the junction of the polymer-only segment and the polymer-and-braid tube segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product design limit might have been applied on the tip of the catheter during removal while the distal tip of the catheter was temporarily trapped by the balloon of the concomitant kusabi exchange catheter. Consequently, the tip polymer was stretched and torn off. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that tip fragment left in situ could not be ruled out should the same event recur. The additional treatment by snaring was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects]: separation.

Event description:
It was reported that an asahi caravel mc microcatheter was used during a plain old balloon angioplasty (poba) to treat a 75-90% stenosis in the segment #6 of the left anterior descending artery (lad). A kusabi exchange catheter (kaneka medix) was used to remove the caravel mc microcatheter. After removal of the caravel mc microcatheter, tip separation was confirmed under fluoroscopy and by visual inspection outside the patient anatomy. The catheter fragment was retrieved using a snare, and nothing was left in the patient anatomy. Subsequently, poba and stenting were performed to complete the procedure. The physician commented that the tip of the caravel mc microcatheter was unlikely to have been trapped in the lesion. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.